Event description:
The facility reported a flo-gard infusion pump with a malfunction where the "door is loose". This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in pediatrics. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was a loose door. The door was adjusted to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.